Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to open the cubies to access medication. A technical support specialist remoted in, ran structured query language and unlocked both cubies to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 was unable to open cubies for oxycodone 5mg. The malfunction occurred when the user was trying to issue the medication to the patient. There were no adverse events or injuries reported based on this incident.